Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been steadily increasing, is expected to continue to increase and the device should be replaced. The analysis also indicated with a high likelihood that there is sufficient battery reserve to maintain normal therapy functions for 90 days, after which the device should be replaced, or the battery status should be reassessed. Boston scientific technical services provided the analysis results to the healthcare provider. The device was subsequently explanted and replaced two weeks later. No additional adverse patient effects were reported.